Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a non-recoverable fault 281. An intuitive surgical, inc. (Isi) field service engineer (fse) guided the customer to restart the system with hard power cycle and the issue persisted. An additional troubleshooting was performed remotely by system logs and the fse noted that the error 281 was related to embedded serializer setup joint (essj) 4 or remote arm controller (rac) 4. The fse guided the customer to segregate the system to repair. It was noted that unrecoverable error 281 was present upon start up. The procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the arms were docked to the patient before the failure occurred. The system initially powered on without errors. The procedure was in progress for approximately an hour when the issue occurred. The additional ports were added to the patient when converted. The procedure was converted to laparoscopy and the patient tolerated the change. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side manipulator (psm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator 2 (psm) was returned for failure analysis, and the reported failure was able to be reproduced during sine cycle. The arm stopped in the middle of testing on sine cycle. The complaint was confirmed based on the field evaluation and failure analysis.